Event description:
It was reported to the manufacturer that the patient walked against surgeon's post-operative care instructions causing nail to displace, potentially fracturing the calcaneal bone. A revision surgery was performed on (B)(6) 2024 to replace the existing 4web custom implant with another 4web custom-made device. The original surgery was performed on (B)(6) 2024.

Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. Review of the production records did not indicate any issues related to manufacturing that may have contributed to the event. Product has not been returned for evaluation since it was reported to be biologically contaminated. Revision surgery was performed successfully to replace the device with another 4web custom cage.